Event description:
It was reported to philips that the system was unable to boot up, failing a configuration during power-on self-testing. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. During an internal pc power up check, the pc performed a number of powers up checks and one of these checks had returned a failure (host pci (peripheral connect interface) 1 configuration failure of post tests) during routine planned maintenance on the system. The suspicious host pc was replaced and returned to philips for further analysis. The supplier's part analysis could not conclusively determine the cause of the host pc failure; however, the replacement of the host pc and the field service engineer's confirmation that the post test of pci configuration passed resolved the reported issue and restored system functionality. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.